Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the pulse generator was explanted due to premature battery depletion. The device was replaced with a new one, and no further adverse patient effects were reported. The device will not be returning for analysis, as the patient wanted to keep it.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. There were no issues with the device as it was explanted for normal battery depletion.

Event description:
It was reported the pulse generator was explanted due to premature battery depletion. The device was replaced with a new one, and no further adverse patient effects were reported. The device will not be returning for analysis, as the patient wanted to keep it. Additional information received from the rep clarified that the device was explanted for normal battery depletion.